Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted nephrectomy surgical procedure, caller was getting an error c-33 on the integrated electrosurgical unit (iesu) [erbe]. Technical support engineer (tse) viewed the system event logs and confirmed error c-33. Tse asked caller to restart the erbe, no change. Then, tse asked caller to disconnect the ground pad and restart again, no change. Also, tse asked caller if they could use the other vision side cart (vsc) but it was in use. The procedure was aborted without patient involvement.